Event description:
(B)(4). On (B)(6) 2012 I was implanted with the essure birth control device. One coil was placed in each fallopian tube and after a 3 month hsg test my tubes were confirmed blocked. However, less than a month after implantation, I started having this burning feeling on my left side right where my tubes or ovaries would be. I complained of this to my dr who assured me it was just the scar tissue forming and it would eventually calm down. What he didn't mention was that the chronic inflammation would never calm down because the pet fibers and nickel that essure is made from, promotes chronic inflammation indefinitely and this is how your tubes remained blocked. Not just your tubes will be blocked though. It causes the inflammation to spread to your other organs, female parts being affected first. Nickel is also an endocrine blocker which has caused autoimmune problems as well. I have had repeat bartholin gland cysts, I now have adenomyosis, female organ prolapse, bran fog, metal taste in my mouth, constant head aches, fatigue, and pain that radiates through the whole lower half of my body. My teeth have suffered greatly as a result as well. Almost all of my fillings have fallen out and my teeth are chipping away to the gum line. At the end of this I will probably need dentures. All of this just to make sure I dont get pregnant again. I would have rather had 10 more children than to deal with any of these issues. I am in the middle of consultations now to try and get a hysterectomy to remove essure and all of the problems that comes with it.

Event description:
#Medwatcher #followup1 #FDA mw5058996 #(B)(4). On (B)(6) I am scheduled to have a laparoscopic hysterectomy. I will be losing my tubes, uterus and cervix to be sure that the coils and pet fibers will be removed all in one piece. I never thought I would be excited to be having major surgery. To have to be down for weeks before I start to feel myself again, is a frightening acknowledgment. It will be well worth it though to wake up from the horrific nightmare that has been my life for the last 4 years.